Event description:
It was reported that a one link access set tubing separated from the luer lock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching the device to the male luer of a primary set and manually pulling the connection. The setup was then spiked into a solution bag and primed. Normal flow was observed with no leaks or separations noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.